Manufacturer narrative:
Due to character restrictions in block e1 event site name: horqin left wing zhongqi ppl hosp due to character restrictions in block e1 address: horqin left wing central banner baokang town horqin street due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during the inspection after the machine was turned on, the cs300 intra-aortic balloon pump (iabp) had an automatic inflation error.  It was unable to inflate or deflate. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site address: (B)(6). Updated field: b4, d8, d9, e1(event site name, event site address), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced purge valve assembly. The iabp has passed all tests and is working normally. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.